Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) noted an atrial tachy response (atr) episode that showed a spike that was not sensed on the right ventricular (rv) channel, however, was sometimes sensed on the right atrial (ra) channel. The spike occurred in the t-wave. It was noted that the patient was also implanted with a non-boston scientific cardiac contractility modulation (ccm) device. Review of stored device memory noted this signal was present in multiple atr episodes beginning 10 months ago and was not oversensed on the rv channel. Technical services (ts) discussed programming options for optimization. No adverse patient effects were reported. This device remains in service. Additional information was received indicating during an episode of ventricular tachycardia (vt), the optimizer pulses were oversensed, seen as very large ventricular sensed beats. Automatic gain control (agc) had trouble gaining down fast enough, and the vt was initially undersensed. It was also noted that the undersensing could have resulted in overpacing which caused the patient to enter vt. The ICD delivered an appropriate shock and the vt was converted. Ts was contacted, and ts discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received indicating ts was contacted regarding an episode of oversensing fine noise on the rv channel. Ts recommended adjusting rv sensitivity as the r-waves had low amplitudes. Crosstalk oversensing was noted in another episode, along with additional oversensing on the ra channel. There was no data indicating interference between the ICD and ccm. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that interrogation of this implantable cardioverter defibrillator (ICD) noted an atrial tachy response (atr) episode that showed a spike that was not sensed on the right ventricular (rv) channel, however, was sometimes sensed on the right atrial (ra) channel. The spike occurred in the t-wave. It was noted that the patient was also implanted with a non-boston scientific cardiac contractility modulation (ccm) device. Review of stored device memory noted this signal was present in multiple atr episodes beginning 10 months ago and was not oversensed on the rv channel. Technical services (ts) discussed programming options for optimization. No adverse patient effects were reported. This device remains in service. Additional information was received indicating during an episode of ventricular tachycardia (vt), the optimizer pulses were oversensed, seen as very large ventricular sensed beats. Automatic gain control (agc) had trouble gaining down fast enough, and the vt was initially undersensed. It was also noted that the undersensing could have resulted in overpacing which caused the patient to enter vt. The ICD delivered an appropriate shock and the vt was converted. Ts was contacted, and ts discussed programming options. The device remains in service. No adverse patient effects were reported.